Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 600 mg/dl and a trace ketone level. Reportedly, insulin was exposed to excessive heat. Additionally, customer was experiencing unrelated stress. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 6 hours later with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as customer was confident pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.